Event description:
Rptr had several capsulotomies, also prolapsed heart valve which later disappeared, bladder infections, palpitations, body aches, chronic fatigue, laryngitis, muscle pain, malaise, depression, sweats, body pain, sore throat, cough, fever, chest pain, "blood pressure," extreme fatigue, disorientation, hypothyroidism, buzzing in head, vaginal discharge, hip and abdominal tenderness, breast pain, edema, memory loss, confusion, pinching, dull pressure in breast area, erythematous colon polyps, unconfirmed hiatal hernia, esophageal spasms, chronic colitis, burning on urination, atrophy, vaginitis, skin disorder, burning breast, papules, horny growth on feet, fungus of toe nails, lesions, etc. Rptr was told right breast implant was ruptured. Silicone implants were removed. Right implant disintegrated when touched. Silicone found in chest. As much as could be seen was removed. Hard chalk-like substance found. Severe chest pain stopped after explantation. Rptr also developed osteoarthritis, extremely dry skin, extremely sensitive to the sun, stiffness of left leg, feet and hands and hair loss. (*)